Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or while inserting the device". The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00699 / 00700).

Event description:
It was reported via clinical study that patient underwent total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2008, due to loosening.